Event description:
It was reported that during a procedure to treat lesion in the mid right coronary artery, a 2.25x23mm rx xience v stent delivery system (sds) was advanced without any resistance and the distal shaft was noted to be kinked. The device was removed and another 2.25x23mm xience v sds was used to successfully complete the procedure. There were no patient effects and no clinically significant delay in the procedure. Return device analysis revealed that the hypotube was separated 28.9 cm proximal to the guide wire exit notch. Follow-up with the account confirmed that the hypotube separation occurred during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported shaft kink and shaft detachment were able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for kink or detachment of device component from this lot. Based on the reviewed information, no product deficiency was identified.